Event description:
The customer contacted baxter's technical service center to report inaccurate solution delivery on the home choice (hc) machine during use, patient not connected. The home patient (hp) stated that the hc used all the solution from the previous therapy. The hp attached two 6l and one 1.5l bag. The baxter technical service representative (tsr) reviewed programming for the continuous cycling peritoneal dialysis/ intermittent dialysis, the total volume was 10l, total time was 12:00, fill volume was 2000ml, last fill volume was 1500ml, and dextrose was different. The hp was requesting a swap and had the procard. The caregiver was able to lift the hc and the tsr swapped the device. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: a device history review was performed with no exceptions during manufacturing found. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of inaccurate solution delivery. The reported issue was not confirmed. The assignable cause was undetermined. The device was not returned for evaluation.